Event description:
It was reported that during a laparoscopic bypass procedure, the trocars leaked, leading to loss of ¿pneumo¿ on three occasions, and co2 waste. The surgeon converted to open to complete the procedure. As a result, the procedure was prolonged ten minutes. There were no adverse consequences for the patient. (B) (6).

Event description:
It was reported, the switch emitted sparks.

Manufacturer narrative:
(B)(4). Fractured clear lens. The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that a pta balloon ruptured during the first inflation, then detached from the catheter shaft during withdrawal through the introducer sheath. The introducer sheath was removed from the pt with the pta balloon lodged inside. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. No pt injury.